Event description:
During a procedure a medtronic inc. Rep called to report that, despite with a good distribution around the head of fiducial placement, the images appeared to be flipped left to right. Several different procedures were performed with no improvement to the registration. They later repositioned the camera and got a successful registration then they were able to proceed with the case with no injury reported to the pt.

Manufacturer narrative:
No pt info available at this time.